Event description:
It was reported to medtronic neurosurgery that a patient underwent the vp shunt procedure on (B)(6) 2012. According to the report, the patient had a mild disturbance of consciousness and gait in of 2012. It was also reported that the patient underwent a CT scan which revealed obstruction of the peritoneal catheter. Reportedly, laparoscopy was performed and the peritoneal end of the catheter was obstructed by a fibrous white capsule which was excised without replacing the peritoneal catheter. It was reported that after this procedure, the vp shunt was functioning normally and the patient was discharged on (B)(6) 2013. It was also reported that the capsule was pathologically diagnosed as peritoneum with a foreign body reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient/device information: it was later reported that the peritoneal reaction to cerebrospinal fluid may have caused the obstruction of the perionteal catheter. It was later reported that the fibrous capsule was removed from the peritoneal catheter tip on (B)(6) 2012. Article title: fibrous capsule formation of the peritoneal catheter tip in ventriculoperitoneal shunt: two case reports author: tomoaki kano published date: 10/30/14 journal: sni: unique case observations 2014, vol 5: suppl 12- a supplement to surgical neurology. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient/device information: it was later reported that the peritoneal reaction to cerebrospinal fluid may have caused the obstruction of the peritoneal catheter. Article title: fibrous capsule formation of the peritoneal catheter tip in ventriculoperitoneal shunt: two case reports author: tomoaki kano published date: 10/30/14 journal: sni: unique case observations 2014, vol 5: suppl 12- a supplement to surgical neurology international.